Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product code 9702h, batch mkr990 mfg date: 9/5/2018, exp date: 8/31/2023; product code 9702h, batch par624 mfg date: 1/4/2019, exp date: 12/31/2023. In addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance pull off suture needle. An empty opened box, a dispensed suture broken in two sections and a needle was returned for analysis. The product code is double armed. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the suture was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off suture needle, was a light swage, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture.

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2019 and suture was used. The suture pull off the needle during use. Another like device was used to complete the procedure. No additional information could be provided. There were no adverse patient consequences reported.